Event description:
An 8 yr old boy slipped while in a swimming pool. Although the exact date of the incident is unknown, the child was seen at the implant center on 5/21/97 for a device eval. At that time, link between the implanted device and the external equipment was not achievable. The lack of link was believed to be the result of the swelling around the implant site. Child returned to the center on may 27, 1997. The swelling had subsided, but communication between the internal and external components of the system was still unachievable. Revision surgery took place on 6/16/97.

Manufacturer narrative:
The device failure analysis report provided in follow-up #1, incorrectly identified the explanted device as being manufactured using the isopress method. The actual method was injection-molded.